Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a loss of prime malfunction. Troubleshooting could not be completed and no additional information was received. Several unsuccessful attempts to follow-up with the patient were made. On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 34 mmol/l with extreme drowsiness, difficulty waking up, and confusion. The reporter noted the patient received phone advice to treat with insulin via injection; they resumed pump therapy after pump replacement, and the pump's basal rate setting was recently changed by a healthcare professional (hcp). It was reported the loss of prime alarm occurred multiple times with the same cartridge; the cartridge was not replaced by the patient to troubleshoot the issue. The patient insisted on pump replacement. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the pump¿s black box revealed all the loss of prime events that were observed were related to the pump not being primed after the pump reboot. There were no valid losses of prime events observed in the black box. A 24 hours duration test was successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The original complaint was unable to be duplicated. Unrelated to the original complaint, the top of the coin slot of the returned battery cap was worn. The battery cap was also found to be stuck on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.